Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. Proximal conductor fracture (overstress) was noted along with a white substance and cosmetic depression on the outer insulation. Apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the device change out procedure, the pace/sense portion of the lead may have been fractured and the lead had high impedance. The lead was capped, partially removed and replaced. No patient complications have been reported as a result of this event.